Manufacturer narrative:
(B)(4). Catalog# is unknown but referred to as cook celect filter. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
It is alleged that "[pt] received a cook celect filter on (B)(6) 2015. It is alleged that the [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided."

Manufacturer narrative:
Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: pulmonary embolism, vena cava/organ perforation, ivc thrombus, tilt, leg pain/swelling. New pe as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: pulmonary embolism. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported leg pain/swelling are directly related to the filter and unable to identify a corresponding failure mode at this point in time. 20 devices in lot. No relevant notes on work order. The product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2015 via the right jugular vein due to deep vein thrombosis (dvt), followed by a successful retrieval on (B)(6) 2019. Patient is alleging tilt, vena cava perforation, organ perforation, pulmonary embolism (pe), and chronic thrombus in vena cava. The patient further alleges "exacerbation of chronic thrombus in my inferior vena cava; leg pain and major swelling in my calf." Report from CT (computed tomography): "the anterior-medial filter strut is seen piercing the anterior wall of ivc (24.90 mm). And is seen abutting the bowel posteriorly. The posterior-medial filter strut is seen piercing the posterior wall of ivc (24.90 mm) impinging the medial wall of aorta. Posterior filter strut is seen piercing the posterior wall of ivc (19.09 mm) impinging the prevertebral structures. Ivc filter tilt to the left noted (29.35 degrees). The ivc filter is infra renal in position. No filter fracture noted. " report from CT: "an ivc filter is present in an infrarenal location. There is mild posterior and medial tilt. Legs of the filter extend beyond the ivc. The filter appears intact." Retrieval report (successful): "there is chronic appearing eccentric thrombus along the left lateral wall of the inferior vena cava. A guidewire could not be advanced through this chronic thrombus." "Successful retrieval of cook gunther tulip optional ivc filter."